Event description:
It was reported that the mitral ring was explanted at implant and replaced with a mitral valve. No further details were provided. Information per implant registry.

Manufacturer narrative:
Device not returned.